Manufacturer narrative:
Concomitant products: product ID 8627l18, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2010, product type pump; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
Additional information later received reported the patient had several problems, nerve damage shortly after implant (B)(6) 2010 because the patient had like a stroke or seizure, her body locked up for 5 days. When asked the date when that started the patient stated she started having problems with her legs and feet in 2010, 2011 and in the last 2 years it has progressed to the point where the patient can hardly get out of bed. The patient stated the stroke/seizure occurred in (B)(6) 2014, the patient started having problems in (B)(6) 2014, and the patient¿s catheter moved towards her back around (B)(6) 2014. The patient also indicated fentanyl by have burned through her catheter. The patient also reported she started having pain around her pump maybe 3 years ago or longer. When asked if the patient knew the dose or concentration of the fentanyl in the pump and the patient did not but offered she was on a high dose but has cut it way down a couple of times then the concentration was cut in half. The pump was used to deliver fentanyl.

Event description:
Additional information received reported the patient experienced "injuries" caused by a "defective" device system. No further information was provided including what the specific injuries consisted of. Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The attorney alleged that the patient ¿had a pump installed and shortly thereafter had numerous pump problems.¿ the pump ¿caused her considerable harm and caused her personal and economic injuries.¿ no additional information was provided; when additional information is received, a follow-up report will be sent.